Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch would occasionally stay in the active position unless you manually pushed the thumb switch forward after cutting the branch. The same unit was used to complete the procedure. The hospital did not report any patient effects. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there was no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).